Event description:
A patient had a liposuction procedure in which a skin protector (plug, port and disk) was utilized for access at the incision site. It was reported that the procedure went well. Two hours post liposuction, the patient underwent a second procedure; mini abdominoplasty. When the second physician opened the patient, he noticed the port utilized in the prior liposuction procedure was lodged inside of the patient's abdominal fat. The port was surgically removed without incident. It was reported that the port had pushed through the disk, which remained sutured in place on the patient, during the liposuction procedure and not noticed.

Manufacturer narrative:
The skin port has been disposed of by the facility. Labeling review was preformed: proper use of skin ports instruction sheet states: place the tip of the skin port with the plug into the incision and press down, working back and forth until the skin port disk is pressed against the skin. Suture the disk to the skin. Remove the plug to use the skin port. Notice: skin ports are subject to bending/ breaking if misused. Notice: skin ports are a reusable product that requires examination for damage after extended use and resterilization. Discard the product if the skin port deforms or shows evidence of cracking or tearing. Notice: misuses and improper insertion technique are the primary causes of product damage/ deformation. Vaser procedure suggestions states use the correct probe. Use initial settings as suggested in the chart, usually 70%, 80%, or 90%. Adjust the setting so that the probe moves smoothly through the tissue. If the probe is dragging or struggling then move to a probe designed for more fibrous tissues. Keep the probe moving. Move it smoothly at a speed that the tissue and amplitude setting will allow without excessive pushing. Do not let the probe sit (vibrate) in one location. A speed just slightly slower than standard suction cannula movement is appropriate. Do not torque the probe. Move the probe in and out like spokes of a wheel, do not lever (torque) the probe sideways or up and down. The skin protector should not be used as a fulcrum. It was initially reported by the operating room manager that the disk was not misshaped, however upon follow-up it was reported that the physician has since examined the disk and it "looks worn". It appears that this event is possibly due to a damaged/ deformed disk, not examined prior to use. More likely the event is due to the physician being overly aggressive with the cannula during the procedure and inadvertently pushed the port through the disk which went unnoticed.